Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that they have a constant steady pain in their rear end and back and there is a tugging and pulling sensation as soon as they lean forward or bend over. Patient said they have been on 3 different programs and they are not making any progress with their symptoms. During the trial the patient was on program 1 and they thought they got pretty good results with that program. After the implant surgery they were on program 2 and it was a constant tug and pulling pain and they couldn't even get in their car. Patient called a representative and they said they no longer works for the manufacturer so they hung up on the patient. Patient also said that their current representative don't seem to be in sync with one another. Patient mentioned that they are doing daily logs and tracking and it's "nothing short of a novel". Patient said that when they would roll over in bed they would hurt because it felt like the incision and where the leads went in got bumpy and lumpy. Patient had 2 additional appointments po st-op to see what that was about and it turned out to be scar tissue or keloid or something. Patient was put on an antibiotic for 4 days or so. Patient is still tap dancing to the bathroom. Reviewed therapy information and general programming guidance. Patient will adjust therapy as needed. Redirect to doctor if issue persists.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient stated that they tried 3 different programs - 2, 3 and 1 with no real success. If they turned the device up the had pain and pulling in their rear (&) back. If they turned the device down they had no or little control/improvement. The first 3 months, the patient was in daily pain (nagging), which they thought was "post-op helping time", then began to think maybe chronic daily pain was to become their new life with the device. The patient stated they wanted better control with both front and back door and to live pain free. The patient stated they were told by the surgeon, they'd have 90% better control but that's not even close. The issue has not been resolved.